Manufacturer narrative:
Additional MDR associated with this event: 3025141-20201-00006: driver.

Event description:
While implanting a screw into the scaphoid bone, the driver got stuck in the screw head. The driver pulled the screw from the bone and could not be disengaged. The driver was finally disengaged from the screw head. There was a 40 minute delay in surgery.